Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen (concentration and dose unknown) via an implantable pump. The indication for use was not provided. It was reported that during normal use at the previous refill visit, the removed volume was higher than expected (20ml instead of 15 ml) and it was the first time that a significant discrepancy was observed. At the refill on (B)(6) 2017, the removed volume was higher than expected (10 ml instead of 5 ml). Patient symptoms were not reported at this time. Environmental, external, or patient factors that might have led or contributed to the event was reported as ¿na¿. Diagnostic testing/troubleshooting and actions/interventions were reported as first a radiography will be performed to check the catheter integrity. Surgical intervention did not occur and it was unknown if it was planned. The pump (implanted in 2013) and 8731sc catheter (implanted in 2015) remained implanted and in-service. At the time of the event the issue was not resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated. Additional information was received. At a refill on (B)(6) 2017, 20 ml of drug was removed while 15.4 ml was expected. At a refill on (B)(6) 2017, 10 ml of drug was removed while 5.2 ml was expected. At a refill on (B)(6) 2017, 14.5 ml of drug was removed while 10.7 ml was expected. The pump and catheter were implanted in (B)(6) 2013. The patient experienced an increase of spasms. The radiography showed that the catheter was kinked. According to the hcp, this may be related to the huge weight loss of the patient (50 kg in 4 years). The daily dose was increased and the patient felt comfortable. No surgical intervention was planned for the pump. It was stated that the patient would have a surgical procedure in (B)(6) 2018 (cervical spondylotic myelopathy) not related to the spasticity condition.